Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during pressure test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported failed downstream pressure test in the medium setting at 19.39 or higher, was not reproduced. The device was tested for downstream occlusion detection and passed. Additionally, during high pressure setting downstream occlusion test the device did not restart after the downstream occlusion. A review of the history log revealed multiple events of "downstream occlusion!" However, testing failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of calibration. The force sensor requires calibration to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.